Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Phone number not provided.

Event description:
The field service engineer (fse) found damaged ECG cable while working on the device. There was no reported patient involvement / adverse patient impact.